Event description:
Per the clinic, the patient experienced loss of osseointegration. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2020.